Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 06-aug-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pelvic pains") and device dislocation ("essure migrated") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (devices removed through laparoscopy) and surgery (devices removed through laparoscopy). Essure was removed. At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation and pelvic pain with essure. The reporter commented: devices removed by consumer´s request. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('pelvic pains') and device dislocation ('essure migrated') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (devices removed through laparoscopy). Essure was removed. At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation and pelvic pain with essure. The reporter commented: devices removed by consumer´s request. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-mar-2021: update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 08-mar-2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('pelvic pains') and device dislocation ('essure migrated') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (devices removed through laparoscopy). Essure was removed. At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation and pelvic pain with essure. The reporter commented: devices removed at consumer´s request. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-mar-2021: updated quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/pf/46774) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pelvic pains") and device dislocation ("essure migrated") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (devices removed through laparoscopy) and surgery (devices removed through laparoscopy). Essure was removed. At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation and pelvic pain with essure. The reporter commented: devices removed by consumer´s request. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.